Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had some erratic blood sugar levels. Customer's blood glucose levels have been going up and down and is not sure why. Customer's blood glucose level was 342 mg/dl. Customer has treated with food. Customer's low blood glucose levels were 59 mg/dl and 79 mg/dl. Customer was not hospitalized. Customer treated with the pump and manual injections. Troubleshooting was performed and the insulin did exit the tubing. Customer will monitor the pump and was advised to change the entire set, reservoir, and insulin. Customer also had a high blood glucose level of 450 mg/dl. Customer will call back to complete the high pressure test. No further assistance required.